Manufacturer narrative:
H10: there was no patient involvement at the time the issue was discovered. A service proposal was sent to the customer for approval, but the customer declined service and repair. However, per good faith effort (gfe) response, the field service engineer (fse) confirmed that the customer did in fact purchase a new philips battery to replace the aftermarket battery, and a new power management (pm) printed circuit board assembly (pcba) was successfully installed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that an aftermarket battery caused a "battery failed" error if a new power management (pm) printed circuit board assembly (pcba) was installed. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that an aftermarket battery caused a "battery failed" error if a new power management (pm) printed circuit board assembly (pcba) was installed. The customer planned to buy a new philips internal battery to replace the aftermarket battery.